Event description:
Customer reported a system error out when trying to fluoro in 2007 after two back to back power surgers and called for service. The problem occurred with patient on the table. Customer will not supply patient information.

Manufacturer narrative:
Gehc service personnel checked hv cables no corbon track. Suggested to replace hv generator tank or kv controll board.